Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that unspecified bd¿ intima-ii catheter leaked during use. The following information was provided by the initial reporter: the patient was given a closed intravenous indwelling needle for intravenous infusion, which was normally used. And leaking fluid was found during the infusion, the intravenous infusion was stopped immediately.